Event description:
Customer reportedly obtained results of 109 mg/dl, 295 mg/dl, and 90 mg/dl on the compact plus system within 10 minutes. An additional comparison reports results of 299 mg/dl and 99 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.